Event description:
It was reported to technical services on 10/9/2012 that this rv lead is implanted in the lv port which is considered off label product use. Now will be checking pt. In clinic, but there is an issue with the lead - getting oor impedances for the lv pace sense, which is the pace sense portion of the fidelis. Can he try other lv configs to program around it? Discussed how leads are set up - noted that rv lead is dedicated bipolar, so could use lv lead configs - tip to ring is current config -could try tip to rv, which would be in reality rv tip to lv ring - other configs should work as well. Plan is to try to program around oor. Working with dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).